Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 511212 competitor lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead impedance was observed to be high at a device check. A lead fracture was suspected. Sensing and pacing were normal. Therefore, no programming changes were made and the lead remains implanted and in use. No patient complications have been reported as a result of this event.